Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by a failure of the user to follow the instructions in the user guide and provided during training as well as the on-screen prompts when completing the cartridge change process, resulting in unintentional insulin delivery.

Event description:
On (B)(6) 2024 an ilet user called while attempting a cartridge change and reported accidentally injecting themselves with insulin due to being connected to the tubing while inserting the cartridge. The customer care agent believed that the user may not have fully rewound the ilet, causing insulin to enter the tubing connected to them. The agent suggested consuming fast-acting carbs or juice to prevent a low blood glucose event. The agent clarified the need to rewind the ilet fully and remain disconnected until the fill cannula step. A follow-up call an hour later confirmed that the user's blood glucose was stable at 121 mg/dl and remained within normal ranges.